Manufacturer narrative:
The event outcome was initially submitted on prior smdr was as other medically significant event, but it has now been updated and corrected to the accurate event outcome of reportable malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the haptic broke off the acrylic part of the lens and when lens was moved a bit, the haptic fell down. The lens was explanted during the same procedure. Additional information was received reporting patient experienced corneal swelling and elevated intraocular pressure, about 5 days after the surgery, significant improvement was noted, now there is a slight postoperative reaction.